Event description:
This device was implanted on (B)(6) 2011 and was explanted on (B)(6) 2016 due to advisory or recall. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).